Manufacturer narrative:
(B) (4). The ge service rep replaced the hard disk and reinstalled the software. The system operates as intended.

Event description:
The customer reported that the system did not boot up. No patient injury was reported.